Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, the cuff was leaking. The customer reported there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported condition was performed. An inflation/deflation test was performed to the cuff using a syringe and it was observed the cuff deflated immediately. Visual inspection was performed, and it was observed the cuff presents two small cuts. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.